Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Day 3 of basic evaluation. The trial patient reported that they got the device for fecal issues. Since the trial, they had been having issues with urinary leakage. It was indicated that the urinary incontinence symptoms were worse than they were before the evaluation. Prior to the trial, they never had issues with urinary leakage unless they were really far away from the restroom. It was noted that now when they went to go void, it didn't seem like much urine would come out. The patient mentioned that if they sat and waited, they could go 3-4 times. After they went, they would have to go again in another hour. The patient indicated that it felt like less urine was coming out. It was later reported by the patient that they felt like they were getting a vaginal infection the day after the report. Additional information received from the healthcare provider (hcp) indicated the urinary incontinence symptoms worsened when the patient turned the stimulation up to 0.09v. It was noted that the urinary incontinence improved when the patient decreased the amplitude to 0.07v. The lead was also switched to the left side on (B)(6) 2016. The hcp mentioned that incontinence would be recorded until the week of (B)(6) 2016. The cause was reported as unknown.